Manufacturer narrative:
The customer contact indicated the device was discarded. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a leak. It was reported that an unspecified volume of solution leaked during filling of the vial at the user facility. The customer contact reported the vial was being filled with 30ml of hydromorphone 6mg/30ml when an unspecified volume of solution leaked at the top of the plastic area of the vial where the needle enters the vial. It was reported that solution comes out near the top instead of going down through the needle. The vial and the solution were replaced and the filling was resumed. No add'l info was provided.